Manufacturer narrative:
(B)(4). Software 6.5w. Retainer ring = black. On (B)(6) 2021, the customer alleged no reservoir alarm, pump does not detect the plunger stops and provides the message that the refill is complete even without the presence of the tank. Insulin pump motor slide did not return to the starting position during the rewind test. No unexpected pump error during the rewind test. Unable to perform the displacement test, prime/seating test, basic occlusion test, force sensor test, occlusion test due to the motor slide did not return to the starting position. Pump was cut open to perform visual inspection and found moisture damage on the motor, battery tube and electrical board. The motor was tested outside of the device on the ngp stb3 and failed or motor slide did not return to the starting position during the rewind test. The test motor was installed on the original electronics, case and internal battery and powered the pump on using the battery simulator and the pump rewinds properly during testing. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: pillowing keypad overlay, cracked select button keypad overlay, cracked case behind the pump at the battery compartment, cracked battery tube threads and serial number label missing. In summary, motor slide did not return to the starting position during the rewind test due to moisture damage motor assembly. Unable to verify customer alleged for no reservoir alarm, pump does not detect the plunger stops and provides the message that the refill is complete even without the presence of the tank due to motor slide did not return to the starting position during the rewind test. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the insulin pump had a charging problem. Customer stated that the insulin pump did not detect the plunger stop. No harm requiring medical intervention was reported. The insulin pump was returned for analysis.